Event description:
It was reported that "ci value was unstable as the monitor indicated 10 litters right after insertion during use. The catheter was replaced and the problem was solved." The detail of the problem whether the value moved up and down or the monitor kept indicating 10 liters is unknown. The expected value was unknown but 10 liters seemed high. It is also unknown if an error message was observed or if there was no occlusion, leakage or kink noted in the catheter. The sample of tracing and the lot number were not available from the hospital. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe, 3 three-way stop cocks, and pressure tubing was returned for evaluation. A non- edwards contamination shield was connected to an arrow introducer from 69cm from tip to beyond tip. No packaging was returned. The thermistor was submerged in a 37.0c water bath and read 37.0 c. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 38.99 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon, catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 20x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported no actions will be taken at this time.